Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported a scanner error during a refractive procedure. Laptop and laser had to be restarted.

Manufacturer narrative:
During a onsite visit, the fse (field service engineer) replaced the scanner and a circuit board. The root cause could not be determined conclusively. Most possible root cause could be a faulty scanner and a faulty circuit board. The manufacturer internal reference number is (B)(4).